Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -3.00/+3.0/080 (sphere/cylinder/axis) in the patient's left eye (os), on (B)(6) 2018. The reporter indicated the patient experienced a refractive surprise and the lens remains implanted. The reporter indicated the cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.